Event description:
The customer reported that during a patient incident, the device failed to deliver defibrillation energy properly to a patient with the internal defibrillation paddles. It was reported that the patient was a gunshot victim and during patient care, the hospital staff attempted to deliver a 10 joule shock 3 (three) times. At each attempt, the device gave an "abnormal shock" message. The patient did not survive the event. The director of the or at this hospital reported that the reported device failure did not contribute to the outcome of the patient due to the trauma the patient endured.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed proper device operation through functional and performance testing. The internal defibrillation paddles were also evaluated by physio-control. During testing, the paddles were connected to a test device and simulator and was able to deliver 10 joule defibrillation shocks with no issues. However, it was observed that when the spoons were manipulated during testing, the ECG displayed short noise pulses and would very intermittently measure open. Physio was unable to conclude if this very intermittent issue observed during testing was the cause of the reported failure from the customer. The device has been returned to the customer for use.